Event description:
The customer stated there was an unusual odor coming from the axsym instrument. A field service engineer (fse) confirmed there was an odor and stated there was a small amount of smoke coming from the instrument. The fse observed that the pressure monitor sensor was leaking and dripped onto the syringe. There was no injury due to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.